Event description:
It was reported that during implant, the catheter to catheter connector would not allow the pump segment of the catheter to enter correctly; once the connector was closed, the catheter came out when tugged on. The device was not implanted; a different product was used. A revision kit was used to replace the connector and no further problems arose. The patient status was reported as ¿alive ¿ no injury¿. The pump was delivering baclofen.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.